Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation. The single board computer, the battery, and the generator drive board was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 9800 system would not perform fluoroscopic x-ray. No pt injury was reported.